Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on the same day due to sensor error, the wire remained partially under her skin at the insertion site. At the time of her call to technical support, patient reports no pain or discomfort, and that she is in fine condition.